Manufacturer narrative:
By product analysis on 12/18/2013 with the following findings: a review of the pump¿s history showed two reboots on 08/31/2013. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. No moisture corrosion was found in the battery compartment or on the battery cap. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage or moisture was found to the internal components. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.